Event description:
Md removed capillary drain (penrose) from patient's abdomen. Once out of the patient, surgeon was inspecting the penrose and found it to be "falling apart". The penrose had lost its structural integrity and was easily ripped down the middle by the surgeon.